Event description:
Device has been explanted and replaced.

Event description:
The healthcare professional reported right-side capsular contracture baker grade 3. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported right-side capsular contracture baker grade 3. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
The healthcare professional reported right-side capsular contracture baker grade 3. Device has been explanted and replaced.